Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint failure analyses observed a four inch long section of scraping on the outer diameter of the main tube.

Event description:
It was reported that the shaft of the monopolar curved scissors instrument began splintering. It was also reported that no components had fallen off into a pt. No additional info has been provided. No pt harm, adverse outcome or injury was reported.